Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000928 6099087 g7 hi-wall e1 liner 32mm f. Unknown head. Unknown stem. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03746.

Event description:
It was reported that during surgery, the liner would not seat into the cup. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.